Manufacturer narrative:
During the investigation of a monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor failed a pulse test and had an intermittent connection. The cause for failure was due to the j1000 pins measuring open and not being fully seated into the jumper. The root cause for the j1000 pins measure open and not being seated into the jumper could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During the investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor failed a pulse test and had an intermittent connection.